Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, approximately 20-30cm from the proximal portion of the shaft detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Describe event or problem, device lot number, device expiration date, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes, and device manufactured date updated. Device evaluated by MFR: synergy ous, mr, 3.0 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a break in the hypotube 847mm from the distal end of the strain relief. There were also several hypotube kinks along the length of the catheter. A visual and tactile examination found no issues with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was further reported that the device was completely removed from the patient's body after the shaft detachment occurred.